Event description:
It was reported in a post market clinical study that the pt developed a symptomatic breast infection. Reportedly, during breast brachytherapy, the pt developed a small area of erythema overlying the catheter. There was no treatment performed. However, one week post brachytherapy, the pt returned with axillary discomfort and a significant expansion of the zone of erythema. There was no evidence of discharge from the wound site. Approx three months after brachytherapy, the pt was admitted to the hospital with an abscess formation. Following placement of a drain and administration of IV antibiotics, the pt showed marked improvement. Subsequently, the pt rec'd hyperbaric oxygen therapy and shrinkage of the abscess cavity was observed. The physician reported that the wound has healed "nicely."

Manufacturer narrative:
It should be noted that the physician reported that the event was unlikely related to the device. The device history records could not be reviewed as the lot number was unk. The catheter was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.